Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump sleep/wake button was unresponsive, preventing access to the menu and normal use unless the device was on a charging pad, and the customer later reported the device housing came apart when the cover was removed. Symptoms included hyperglycemia with a maximum reported glucose over 400 mg/dl and hypoglycemia with a minimum reported glucose of 33 mg/dl, without loss of consciousness or other clinical symptoms. Outcomes included transient excursions outside target for a couple of hours without medical intervention. Investigation included troubleshooting and education by customer care and receipt and inspection of the returned device. Investigation of this device revealed a hardware malfunction of the sleep/wake control and a mechanical integrity issue of the pump housing, consistent with a device component failure; no alerts or alarms were reported. It was concluded that the cause was device malfunction of the hardware component.